Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator logged error codes 1115, 111b and 1115 which are errors common to the power management- power control board (pm-pcb). There was no patient involvement. The event date was not specified; estimate used.